Event description:
The recipient's mother started to notice troublesome signs in their child's hearing performance with the device, with reduced processor wearing time as the child does not seem to like his audio processor as he used to. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition, a complete insertion of the electrode array was not achieved at implantation surgery with 2-3 channels remaining extra-cochlear. In addition, 1-2 channels migrated post-operatively out of cochlea as confirmed during explantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipients mother started to notice troublesome signs in their childs hearing performance with the device, with reduced audio processor wearing time as the child does not seem to like his audio processor as he used to. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addition, a complete insertion of the electrode array was not achieved at implantation surgery with 2-3 channels remaining extra-cochlear. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient_s mother started to notice troublesome signs in their child_s hearing performance with the device, with reduced audio processor wearing time as the child does not seem to like his audio processor as he used to. Re-implantation is considered.